Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right posterior atrioventricular branch to the first right posterolateral branch (r-pav / 1st-rpl) of the right coronary artery. During the second balloon inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported. The patient was in good condition post procedure.